Event description:
Multiple patient samples with discrepant crp results. All patients tested with an initial result of 174.0 mg/l. Same samples repeated gave discrepant values. The following data represents the repeat of each sample, all units of measure mg/l: (1) 123.88 (2) female, 118.01 (3) female, 119.19 (4) 11.88 (5) 47.06 (6) female, 134.82 (7) 26.64 (8) male, 95.20 (9) female, 13.90 (10) 21.32 (11) 126.77 (12) 21.47 (13) 2.58 (14) 513.30 (15) 169.58 (16) 2.67 (17) 0.65 (18) 3.85 (19) 101.69 (20) 72.67 (21) 53.99 (22) 21.62 (23) 125.90 (24) 86.43 (25) 124.44 and 127.20 (26) 31.07 (27) 193.91 (28) 80.73 (29) 8.62 (30) 2.05 (31) 8.18 (32) 1.46 (33) 49.78 (34) 41.58 (35) 59.42 (36) 4.32 (37) 0.95 (38) 44.12 (39) 139.70 (40) 1.72 (41) 44.77 (42) 33.74 (43) 221.52 (44) 7.67 (45) 31.76 (46) 17.62 (47) 80.97 (48) 119.45 (49) 3.15 (50) 223.10 (51) 71.18 (52) 61.33 (53) 26.31 (54) 41.56 (55) 52.99 (56) 72.68 (57) 58.72 (58) 28.43 (59) 163.04 (60) 4.73 (61) 146.29 (62) 237.56 (63) 5.37 (64) 8.14 (65) 3.04 (66) 37.41 (67) 6.63 (68) 35.53 (69) 112.26 (70) 33.39 (71) 50.61 (72) 41.54. Fourteen patient results were also provided that had initial results of 174.0 mg/l, however, repeat data was not provided. No information provided to determine if results were used to guide therapy. If additional information is received, appropriate notification will be provided.